Manufacturer narrative:
Product evaluation concluded that the device operated according to specifications. The patient dismissed the alert. Dexcom technical support informed the patient on how the alerts work.

Event description:
Patient contacted dexcom to report low audio output. The patient did not report any medical intervention or injuries.